Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That uterine scissors angled 265mm (product # mg211r) were used during a right periacetabular osteotomy (pao), also called a bernese or ganz procedure, on (B)(6), 2023. According to the complainant, during the procedure, the scissors broke in half. Additional information revealed that a portion of the device broke off within the patient, but was able to be successfully retrieved. Although the patient reportedly spent additional time under anesthesia due to the retrieval, the length of the delay was not specified. The complaint device has been returned to the manufacturer for evaluation. The adverse event/malfunction is filed under aic reference: (B)(4).

Manufacturer narrative:
Additional information: d4 serial number. During inspection of the item # (B)(4) it was confirmed the scissor had broken. The serial # on the scissor was marked with (B)(4), which tells us the scissor was shipped to aesculap on july 23, 2018. The scissor is over 4.5 years old and there is no way to determine if this was manufacturing defect or was the scissors mishandled or misused.